Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump sustained a cracked screen that did not affect blood glucose management, and a replacement was arranged with instructions provided for shutdown, data sync to the mobile app, return of the original device with a provided label, and startup of the replacement. Symptoms included no clinical effects. Outcomes included no user injury and continued therapy using the dexcom g7 for cgm. Investigation included a review of the event details and confirmation of device replacement logistics. Investigation of this case revealed physical damage to the display component consistent with screen breakage, with no device performance issues reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.